Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set leaked; further described as "short chemo tubing leak". This was further described as, ¿IV (intravenous) pump containing cisplatin indicated infusion complete, rn (registered nurse) noted bag was not empty and found a leak in tubing at the bottom of chamber where tubing was connected to chamber¿. It was reported that there were no puddles or spillage noted near the patient. As a result, a second bag was ordered and given to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.